Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2013. According to the complainant, the stent was used to treat a 8-9 cm malignant stricture in the esophagus. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, following stent deployment, the delivery system was removed but the dilation tip detached in the patient. The physician removed the tip using a retrieval basket. It was noted that the delivery system was not reconstrained and closed prior to removal through the deployed stent. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.